Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the initial drain stage, where the patient line had not been properly primed prior to connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow the correct therapy steps during peritoneal dialysis therapy on the homechoice machine. The hp stated that they connected for initial drain but did not think there was fluid in the patient line, indicating that the hp connected to an incompletely primed line. The technical service representative assisted the hp in ending therapy. The hp planned to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.